Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: intermittent claudication it was reported that on (B)(6) patient underwent x-stop8 surgery at l4-5. There was no problem in the patient, post surgery, the spinal canal was expanded and the patient¿s symptom improved but there was a little degenerative scoliosis. After placing x-stop, the angle of scoliosis was increased slightly because one side was hard due to osteophytes and the patient complained of numbness in the lower extremities after 2 weeks. The surgeon considered that the nerve root was applied stress after 2 weeks, so, the root symptom was developed. Tlif surgery was performed after removing x-stop on (B)(6) 2016. Patient issue was resolved after this surgery. The event was related to x-stop removal. Product came in contact with the patient the actual product was disposed at the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.